Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. (B)(4).

Event description:
On (B)(6) 2017, breas medical received information that vivo 50 s/n (B)(4) had been involved in an incident in (B)(6). Fault description per the reporter "the device has failed during mobile operation of the ventilation device (battery operation). The error code "error 16" was displayed on the display. The respirator could be opened only after approx. 2 min turn back on. The patient had to be ventilated manually. The device is sent to the manufacturer for analysis." The patient involved was not injured during the incident.